Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a hole in the lower seal foil package. Leak testing failed due to the hole in the packaging. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified. The cause was determined to be a manufacturing issue of the pouch seal related to the use of a silicone bar in sealing process that had some irregular surfaces that impacted the seal intermittently, along with non-standardized machine stop method by operator. A ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of the minicap was found to be defective because there was no air in the foil pouch. There was no patient involvement. No additional information is available